Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, device was found to reach eri. Several patient notification alerts for eri and last maximum charge were noted on session records. Charging time-out and few inappropriate hv shocks for af were observed. Device was at eol so it was explanted and replaced. Physician did not suspect premature battery depletion.